Event description:
A filament issue was reported with use of the Abbott Diabetes Care (ADC) device. The customer reported muscle pain and a sensation of excessive heat at the sensor insertion site on the arm. Upon sensor removal, the customer suspected that the sensor tip/spike had been retained in the skin. The customer self-treated the issue by removing the suspected retained tip with tweezers, cleansing the area with rubbing alcohol and hydrogen peroxide, and applying antibiotic ointment and a bandage. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.